Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01635.

Event description:
During the pre-decontamination evaluation of the returned esheath, the liner tear was confirmed. A sheath liner strand 4.25 inches from the distal tip and 4 inches in length was also observed. As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. After advancing the valve through the esheath, one frame strut was deformed. The deformed strut made it impossible to give any push on the delivery system as it was completely stuck in the sheath and vessel. The entire system was removed. Upon removal, the sheath liner was observed to be torn. A new valve, delivery system and sheath were prepared and successfully used for the procedure. No injuries to the patient were reported. The valve remains implanted in the patient.

Manufacturer narrative:
The 26mm commander delivery system and 14fr esheath were returned to edwards lifesciences for evaluation. Visual inspection of the esheath revealed the liner was torn 8 inches in length, beginning 4.25 inches from the distal tip. A liner strand 4 inches in length was also observed, beginning 4.25 inches from the distal tip. The sapien 3 ultra valve remained crimped on the proximal balloon of the delivery system. Review of the provided case procedural imagery revealed the delivery system appeared to be outside of the sheath profile on the region past the bifurcation. This suggests the liner was compromised as a result of the alleged resistance. The c-marker was present and 2 inflow struts on the valve frame were bent. Dimensional analysis of the liner thickness, measuring along the length of the tear and strand, was performed. The liner thickness was within specification. Functional testing was not able to be performed due to the condition of the returned device. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Lot history review revealed one other similar complaint. Complaint history review from march 2020 to february 2021 for the esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. The complaint description states, 'the deformed strut made it impossible to give any push on the ds as it was completely stuck in the vessel.' Case imagery confirms the event where the valve appears bent and exiting the side of the sheath suggesting the liner tore likely by interaction with the valve struts. This occurred just past the bifurcation where the device naturally encounters a bend in the anatomy. It is possible that in navigating this bend, resistance was encountered and subsequent damage to the valve and sheath liner occurred. Other potential patient factors (calcification, tortuosity in the iliacs) or procedural factors (insertion angle) are unknown. These patient and procedural factors, in conjunction with the exposed apices of the crimped sapien 3 ultra valve may increase the rate of the valve getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. The liner tear and strand likely occurred due to excessive device manipulation during advancement and/or retrieval of delivery system with a damaged valve. As seen in provided imagery, two inflow struts of the valve were bent. As the device was manipulated to overcome the observed resistance and continue to advance forward, it may have resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the sheath liner as the delivery system was manipulated forward, leading to the observed liner tear and strand. Although a definitive root cause was not able to be determined, available information suggests that patient factors (tortuosity) and procedural factors (valve caught on liner) contributed to the complaint event. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per the product risk assessment, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in implementation phase.